Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a chipped acoustic lens, the adhesive around the light guide lens had wear, and the adhesive area between the acoustic lens and ultrasound probe was chipped. There was no patient involvement.